Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing was defective and came apart during use. The following information was provided by the initial reporter: "we have had several malfunctioning tubing that are either glued at the end or come apart at the y connection."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of malfunctioning tubing that come apart at the y connection could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20093119 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component with lot #20093119 regarding item #2426-0500.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code:(B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing was defective and came apart during use. The following information was provided by the initial reporter: "we have had several malfunctioning tubing that are either glued at the end or come apart at the y connection."